Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support, who provided complete information on performing a pump reset, and successfully started their sensor session without further issues.